Event description:
It was reported that leaf spring is broken on the plate cutters. The spring of the cutter broke on the operation trolley during the cutting of a matrix-midface plate. The broken fragment dropped onto the operation trolley and was retrieved. The surgery was not delayed, and the surgery was finished with a different plating set that was on standby. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the leaf spring is broken. The broken surfaces are homogenous which indicates material conformity as well. We cannot exactly evaluate the reason for these breakages. Such cracks might have been created by continuous tension, on which these leaf springs are subjected to. No product fault could be detected.